Event description:
On (B)(6) 2013 nurse from (B)(6) called to report that after he injected a patient with his insulin and was removing the pen needle from the pen, the needle came through the outer covering and was accidentally stuck. The patient he injected was (B)(6). The nurse informed us that the patient comes in every day for his injections; the supplies are sent by the (B)(4) according to his prescription. The nurse did not initially specify the date of the event. Further contact was made to gain more details and again ask for the sample if available as well as the remaining pen needles for evaluation and also the return of the medical questionnaire. A picture of the needle through the outer container was sent via email. Since this time, there have been multiple attempts to retrieve the samples and questionnaire with no avail. As of the date of this report, nothing has been received. Please refer MFR report # 8021764-2013-00001.